Manufacturer narrative:
(B)(4).

Event description:
Information received from a manufacturer representative regarding a patient receiving prialt (4.8mcg/ml at 3.74mcg/day) and compounded baclofen (2000mcg/ml at 1559mcg/day) via an implanted pump. Indication for use was noted as non-malignant pain and post-laminectomy pain. It was reported that the patient's pump was empty. The patient was on hospice care and instead of refilling they decided to permanently disable the pump. The critical alarm on (B)(6) 2015 for empty pump had sounded. No symptoms were reported. There were no therapy issues outside of patient condition for hospice. The caller was provided with information on pump off password and programming pump to off state.